Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 496 mg/dl. The customer¿s blood glucose level was 513 mg/dl and after treated with manual shot, checked blood glucose level again, it was 549 mg/dl. The customer was treated with manual injections for high blood glucose level. Customer experienced symptoms of high blood glucose level such as nausea and vomiting. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump within 48 hours of high blood glucose event. The customer also reported that the insulin pump passed self test and high pressure test. Customer was reported that insulin pump was not on auto mode. The insulin pump will not be returned for analysis.